Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h1, h2, h3 and h6. The final picture analysis engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, was not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The device was stored and prepped according to instructions for use (IFU). The device was used in an interventional procedure. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When the depression of the button was attempted, the button would not depress at all. The indicator window was showing sloid black at that time. The indicator window did not show any red color during retraction. The plug did not dislodge from the exoseal vcd device after removal from the patient. The device was not attempted to be deployed outside the patient¿s body. Other procedural details were requested but were not provided. The device was not returned as expected.

Event description:
As reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, was not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The plug did not dislodge from the exoseal vcd device after removal from the patient. Additional information was requested but not provided. The device was not returned as expected.

Manufacturer narrative:
Due to system limitations, section h6 required to input type of investigation, investigation findings, and investigation conclusions for an initial report. Pending additional information to complete investigation. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, h3 and h6. As reported, the deployment button of a 7f exoseal vascular closure device (vcd) could not be pressed. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure was performed using a retrograde approach. The physician was certified to use the exoseal vcd. There were no obvious signs of device or package damage prior to use. The catheter sheath introducer used, including its manufacturer, model, and french dimensions, was not available. The suitability of the femoral artery was confirmed by angiography, including confirmation that the insertion angle of the catheter sheath introducer was 30-45 degrees. Confirmation that the vessel diameter was greater than or equal to 5 mm and that there were no significant calcium deposits, plaque, stenting, or greater than 50% stenosis at or near the puncture site. There was no evidence of a preexisting hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to the use of the exoseal vcd. The target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. The device was stored and prepped according to instructions for use (IFU). The device was used in an interventional procedure. There was pulsatile flow observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until pulsatile flow significantly slowed or stopped from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until the indicator window changed to solid black color. When the depression of the button was attempted, the button would not depress at all. The indicator window was showing solid black at that time. The indicator window did not show any red color during retraction. The plug did not dislodge from the exoseal vcd device after removal from the patient. The device was not attempted to be deployed outside the patient¿s body. Other procedural details were requested but were not provided. The product was not returned for analysis. One photo was attached to event (B)(4). The image shows a 7f exoseal inserted into a non-cordis catheter sheath introducer (csi) with the button not pressed and the guard locked and the indicator wire deployed with the delivery shaft with blood residues. No additional anomalies or notable details were observed in the image. A review of the manufacturing documentation associated with lot 18305226 presented no issues during the manufacturing process that can be related to the reported event. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. Without the return of the device for analysis, the reported customer complaint " deployment lever (button) frozen/locked" could not be evaluated. With the information provided and without the return of the device, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event, as well as other patient comorbidities. The instructions for use (IFU) instructs the user to ensure that the deployment button is fully depressed and flush against the handle assembly. It also cautions that care should be taken to ensure that no further pullback of the exoseal vcd and vascular sheath introducer occurs prior to or during deployment of the plug. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.